Event description:
It was reported that during a shoulder procedure, the surgeon impacted the 38 humeral liner impactor tip to impact the 38 +0 humeral liner onto the stem. The 38 humeral liner impactor tip broke in half. Surgery carried on as normal. No parts fell into the patient wound site and the broken tip was removed. There were no surgical delays during the procedure. The device is available for return. An image of the device was provided. No further information was provided.

Manufacturer narrative:
Result of investigation: based on historical complaint investigations, the returned device, and the reported event, the fractured humeral liner impactor tip was likely the result of a stress riser introduced during impaction, which led to crack initiation, propagation, and ultimate fracture. Additionally, the device may have experienced material degradation if sterilized beyond the recommended parameters listed in the reprocessing instruction which could have led to the observed failure.